Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information from a consumer was reported via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported the patient had discomfort at the incision site, battery had rotated under the skin and incision site was opening. The rep noted the patient had been doing floor exercises were an environmental factor that may have led or contributed to the issue. The rep stated there were no diagnostics or troubleshooting performed to their knowledge. It was noted there was surgical intervention dissection of the pocket site removal of the capsule, and repositioning of the battery, the rep noted the lead and battery were not replaced and the lead was not repositioned. It was noted the issue was resolved at the time of the report. The rep noted the ins changed orientation, it was implanted to lay flat underneath the skin, the device had rotated underneath the skin to a position parallel to the ground when standing. The rep noted the incision was starting to reopen. The rep noted a pocket revision was performed and the pocket was dissected, and the implant was repositioned. It was noted the patient was listed as alive with no injury at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a revision due to possible infection. No further complications were noted or anticipated.